Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a2, b1, b5, h1, and h6 (health effect clinical code and health effect impact code). Device evaluation: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a transistor on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 71-year-old male patient, the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.